Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Results and conclusions: lack of effectiveness (conical aortic neck).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as a conical shaped aortic neck, from 21-29 mm over 1 cm, with calcium and an angle of 30 degrees; a total aortic neck length of approximately 12-15 mm; the iliacs were tortuous and mildly calcified. It was reported that after the endurant bifurcated device was placed, there was a proximal type I leak due to the aortic neck's conical shape (ref. MFR. # 2953200-2011-01342). An endurant cuff was placed, but there was still a proximal type I endoleak (ref. MFR. # 2953200-2011-01343). A palmaz stent was then placed which resolved the endoleak; however, aggressive ballooning was performed to resolve the endoleak and a blush was noted, on the left side, about 3 cm below the top of the bifurcated stent graft. There were also two small jets of dye just above the flow divider, on the right side of the graft. No clinical sequelae were reported, there has been no intervention, and the patient will be monitored.